Event description:
Anesthesiologist contacted aspect rep regarding a case which occurred in 2007. The anesthesiologist stated a female patient with a knee replacement procedure. The skin was prepped with alcohol then a quatro sensor was placed on the left side of the forehead. According to the anesthesiologist, the patient already had a large bruise on the left temporal area and the sensor was placed on top of the bruise. The patient had other red marks on the forehead which were not associated with the sensor. Upon removal of the quatro sensor by the anesthesiologist, some skin came off with the sensor. Bacitracin ointment was applied to the patient's forehead. Upon seeing the patient in 2007, the surgeon stated the patient's skin was mostly healed, with a small scab remaining.

Manufacturer narrative:
We conducted a review of the lot history records for the sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove." Bacitracin is considered a widely used over the counter ointment. However, it is unknown if bacitracin was used to prevent permanent damage. Device functioned as intended and did not malfunction. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. However, it is unknown if bacitracin was used to prevent serious injury. At the time of this report, the irritation was healing, but is unknown if the irritation has completely resolved. Therefore, an MDR is required.